Manufacturer narrative:
Ge field engineer's investigation revealed that the operator dropped the aluminum phantom onto the digital detector during a quality assurance test. The impact of the phantom on the detector broke the ceramic substrate causing a "fractured" artifact on all images from the detector. Ge field engineer advised that a replacement detector is required to bring the system back into specification. The ge field engineer has become aware that the customer is still using the system with the broken detector. Section a: there was no pt in the room with the quality assurance test was performed.

Event description:
During quality assurance testing the customer damaged the device and it is no longer fit for use. There was no pt involved. Ge has advised the customer to replace the broken detector, yet they have continue to use the system in its current state. The concern is that continued use of the broken detector could result in artifacts that could lead to a misdiagnosis.